Event description:
It was reported that a clearlink extension set disconnected at the luer lock. The specific location of the disconnection was unknown. This occurred during infusion of normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection was performed and identified a separation of the male luer lock adapter and the tubing. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.